Event description:
Site reported accuracy issues with the superdimension system. The superdimension case was cancelled and the pt was under general anesthesia.

Manufacturer narrative:
Device not received for eval to date. There was no harm or injury to the pt reported. In an abundance of caution we are filing this MDR because of the add'l risk associated with multiple exposures to general anesthesia.